Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had displayed a blue screen. A technical support specialist (tss) connected to the station and observed a blue screen issue with eset (essential security against evolving threats) not updating. The tss adjusted the nic (network interface card) speed, set the application to auto launch, and rebooted the system. When the app failed to launch, the engineer removed remote smart service version 4.12, installed version 4.6.1, and then reinstalled 4.12. The tss configured the application again, updated the firmware, and rebooted it. The station then loaded properly, and the application started without errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was stuck on the boot screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.